Event description:
Reportedly, in the beginning of the procedure, the surgeon wanted to seal and dissect the adnex after sealing and cutting, he couldn't open the jaws of the instrument. He noticed the jaws were out of line. He had to use a clamp to force the jams open. While doing this, the white inside of the jaw disengaged and fell into the pt cavity. He was able to remove this piece out of the pt. The surgeon took a new ls1100 and completed the procedure without any complications.